Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported by the patient for the high blood glucose level and pump error 63. Patient blood glucose was 550mg/dl and 207 mg/dl at time of call. Infusion set was placed in the abdomen. Patient removed the infusion set and found the bent cannula. High blood glucose was treated by the manual injection/insulin pen. No further information was available